Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was an issue with the infusion and the system locked. The system was rebooted to proceed with the case. Following the procedure, the system's screen locked and the cassette could not be removed.

Manufacturer narrative:
Additional information: the customer reported that the system had an infusion issue and could not enable irrigation during surgery. The procedure was completed after restarting the system. After the procedure was completed, the screen locked and the cassette was unable to be removed. There was no patient harm as a result of this event. The company service representative examined the system and was able to remove the cassette but could not replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 16, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).